Event description:
It has been reported to philips that the system would not boot to applications. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and found problem with the flexvision pc. The fse replaced the flexvision pc and the hard disks, and returned the system to use in good working order. Philips has continue to investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the procedure got delayed. The field service engineer (fse) inspected the system onsite and confirmed that system was not booting up. Upon functional testing fse identified issue with flex vision pc. The fse replaced flex vision pc, hard disk and reloaded the software. After this, the system was returned to use in good working order.